Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a coronary procedure, treating a lesion in the right coronary artery and posterior left ventricular branch. A perforation occurred. The 2.8 x 16 mm graftmaster stent was advanced; however, due to the tortuous patient anatomy, the graftmaster was unable to cross to the target site. The device was removed and the perforation was sealed by other means. There was no adverse patient effect or other complication due to the graftmaster. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.